Event description:
Pt with "birads" class IV suspicious lesion. A biopsy was done in 2003 using stereotactic imaging. A sample with calcifications was obtained. The pt later presented to the physician with a skin burn at the incision site. The physician performed two debridements of the area and the pt is currently being followed with no additional treatment planned.